Manufacturer narrative:
The manufacturing evaluation was completed. There were no visible damages. A function test with the calibrated gauges was performed. It was found that the torque limiter in question was within specification. During this function test, a clear clicking noise was hearable. Based on these findings this complaint is invalid from a manufacturing standpoint. Placeholder.

Event description:
During a zero-p procedure, the surgeon experienced difficulty torquing the zero-p screws. Surgeon was not able to hear the click sound out of 2 screws. Zero-p screws and plate construct remain implanted and were not exchanged or removed. Surgeon completed procedure without any further problem.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Placeholder.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.(B)(4)

Event description:
(B)(4)